Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study provided the implant and explant dates of the pump were provided. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0207596650 serial# implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study provided the implant date of the catheter and identifying patient information.

Manufacturer narrative:
Concomitant medical products: product ID: 8781 lot# 0207596650, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 10-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving unknown baclofen (unknown dose and concentration) via an implantable pump. It was reported the patient contacted their hcp on (B)(6) 2020. The intrathecal (it) baclofen was "topped up" on (B)(6) 2020, and the patient experienced significant increase in spasms and spasticity the next day. The patient experienced no itching. Reading of the intrathecal baclofen (itb) pump on (B)(6) 2020 and on (B)(6) 2020 showed no particularities/no issues were found. In the context of a step-by-step plan for suspected itb dysfunction, the next step was to refill the pump which was done on (B)(6) 2020. It was noted that additional symptoms disappeared. On (B)(6) 2020 for 24 hours, the patient again experienced a sharp increase in spasms and spasticity that seriously disturbed the patient's night sleep. During pump replacement for elective replacement indicator (eri)/ normal battery depletion on (B)(6) 2020, the neurosurgeon could not aspirate the catheter, so there was definitely an issue with the catheter. On (B)(6) 2020 a catheter revision was performed where the catheter was explanted/replaced. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was catheter occlusion and the clinical diagnosis was increased spasticity. The event required in-patient or prolonged hospitalization. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported/anticipated.